Event description:
It was reported the 9800 system received a precharge voltage error upon boot up. No patient injury was reported.

Manufacturer narrative:
The sevice rep replaced the batteries in the system.